Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is being classified as possible infectious corneal ulcer." As there was no product or lot number provided, no detailed investigation of manufacturing records can be performed.

Event description:
An eye care practitioner reported an unspecified pt experienced a corneal ulcer requiring unspecified presumed medical intervention associated with wear of o2optix contact lenses. Request was made for additional info, however, no further info was provided.